Event description:
It was reported that prior to placing the xience xpedition stent delivery system on the guide wire, the physician observed that stent placement on the balloon appeared abnormal. The stent was not loose. The device was not used and there was no patient involvement. A new same device was used in the procedure successfully. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet done. A follow-up report will be submitted with all additional relevant information.